Event description:
On 21-sep-2025, it was reported that a beta bionics ilet user experienced hyperglycemia with a blood glucose value of 350 mg/dl. A supply change was performed, and glucose levels began trending downward. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.